Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope has image issue in the corner of the screen. The event occurred during an unknown diagnostic procedure. During a standard service inspection of the customer returned device, light guide cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, light guide cover glue peeling was noted. In addition, biopsy channel leaking &cut, bending section over crack, multiple broken elements, and switch button #1 cut were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the application of external force. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.